Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing left arm twitching. A chest x-ray was performed on (B)(6) 2019 and right ventricular lead dislodgement was observed. No adverse patient consequences were reported as a result of the dislodgement event. It was concluded that the patient has twiddler's syndrome and twiddled with the lead. The lead was explanted and replaced. The patient's condition was stable before, during, and after the event.